Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a trochanteric bolt on (B)(6), 2011. During the procedure, the t-handle used for inserting the trochanteric bolt was not in the torque limiting position. Therefore, the bolt was overtightened and fractured inside the cone body implant. The bolt remains in the cone body which is implanted in the patient. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.